Manufacturer narrative:
The device subject of the reported event was returned to steris for evaluation. Upon evaluation, it was discovered that the distal tip of the ureteroscope was not connected; however, a cause of the observed damage could not be determined. No additional issues have been reported.

Manufacturer narrative:
The uretero1 reverse deflection disposable ureteroscope subject of the reported event is being returned for evaluation. Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via medwatch report (B)(4) that "doctor was using the uretero1flexible ureteroscope and had been worked fine. But suddenly, the image was lost and the screen said, "scope not detected." We changed to another monitor, but same message showed. The procedure was almost finished at that time; he didn't need another uretero1. The patient has no injury."